Event description:
The atrial lead position is lower in the chamber and is sensing ventricular events and may have fallen. The physician may reposition or extract the lead. Also, the rv lead has a potential conductor break.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.